Event description:
It was reported that during a pocket revision the pulse generator was found in backup vvi operation. The device could not be restored to normal operation. Exposure to electro-cautery was reported.

Manufacturer narrative:
No medwatch form was received.